Manufacturer narrative:
Conclusion: according to the information received from the field the recipient was explanted three years after implantation surgery due to a severe and long-standing mastoiditis involving the implant area. Reportedly the problems began a few weeks after implantation. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user was reportedly explanted due to a massive infection around implant in the scull as well as in the previously obliterated mastoid cavity. Issues started a few weeks post-implantation with no reported trauma. It is currently unknown, if this is a chronic infection that started 3 years ago or a subsequent infection. No claims were made against the device causing the infection, which affected the complete tympanic-mastoid cavity and implant site. Treatment included systematic and local antibiotics.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was reportedly explanted due to a massive infection around implant in the scull as well as in the previously obliterated mastoid cavity. Issues started a few weeks post-implantation with no reported trauma. It is currently unknown, if this is a chronic infection that started 3 years ago or a subsequent infection. No claims were made against the device causing the infection, which affected the complete tympanic-mastoid cavity and implant site. Identified bacteria included enterobacter cloacae complex, corynebacterium amycolatum, and finegoldia magna. Treatment included systematic and local antibiotics. The device's housing remained in place.